Manufacturer narrative:
B3: the event date was from (B)(6). E1: initial reporter facility name: h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the female connector of a minicap transfer set and a minicap. The event was further described as ¿the connection of the female thread and between the baxter mini cap were loose by 1-2mm¿. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.